Event description:
The user facility reported to terumo corporation that, on (B)(6) 2013, approximately 30 minutes into cardiopulmonary bypass surgery blood leaked from the hardshell reservoir. An additional sealing band was placed, and the leak expanded. The hardshell reservoir was replaced. The oxygenator and tubing pack were inspected and primed, prior to the initiation of bypass, without issue. After successful completion of the surgery, the reservoir was inspected by the user facility. The location of the leak was determined to be from the blood outlet port of the reservoir. The blood outlet port was noted to be partially disconnected from the reservoir. An unspecified amount of blood was lost during this procedure. Terumo is inquiring as to the amount of blood that was lost. The device was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, and investigation on the actual sample has yet to be completed. A retention sample was evaluated. A visual inspection was performed on the unit-box, the blood outlet port, and the entire device, and no anomalies were found. A review of the device history record of the actual lot was performed, and there were no indications of production related anomalies. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
This follow-up report #3 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #2 = 01/10/2014.

Event description:
This report is being submitted as follow-up #3 for mfg. Report #9681834-2013-00168 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations. In addition to the previous investigation results provided on the first follow up: "the actual sample was returned for investigation. A visual inspection of the sample found that the blood outlet port had been fractured at its base. Under magnification, the fracture had developed from the outer side to the inner side of the blood outlet port. A retention sample was visually inspected, and no anomalies were found which would relate to the generation of a break on the blood outlet port. Under closer examination, no breaks or deformities were noted on the blood outlet port. Visual inspection of the cap removed from the blood outlet port also showed no anomalies. A review of the device history record revealed no indication of production related anomalies, and a review of the complaint file found no other report with the involved product code/lot number combination." Upon further investigation, the cause/source of the generation of the fracture cannot be determined definitely. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo in the initial report submitted to the FDA on december 13, 2013. The actual sample was returned for investigation. A visual inspection of the sample found that the blood outlet port had been fractured at its base. Under magnification, the fracture had developed from the outer side to the inner side of the blood outlet port. A retention sample was visually inspected, and no anomalies were found which would relate to the generation of a break on the blood outlet port. Under closer examination, no breaks or deformities were noted on the blood outlet port. Visual inspection of the cap removed from the blood outlet port also showed no anomalies. A review of the device history record revealed no indication of production related anomalies, and a review of the complaint file found no other report with the involved product code/lot number combination. The actual sample is still under evaluation, and a second follow-up shall be submitted when the investigation is complete or when more information becomes available. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.